Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-03-0220 - logic cr femoral cem, left sz 2 sn: (B)(4), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t sn: (B)(4), 200-02-32 - three peg patella 32mm sn: (B)(4).

Event description:
As reported, the patient had an initial left tka on (B)(6) 2017. The patient had a poly exchange and was last known to be in stable condition following the event. No other patient information/medical history provided.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision was reported to be due to device recall. No other reason reported. H7: z-0021-2022.

Manufacturer narrative:
As a result of additional information received, b5 and h6 have been updated. H3: re-opened investigation results - the reason for the revision cannot be confirmed from the information provided, but does not appear to be due to loosening as reported since only the tibial insert was revised. The reason for the revision may be due to inclusion of the implanted polyethylene tibial insert in the packaging recall. However, this could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation. Initial submission: fields in section f10 should be blank, this is a manufacturer's report.

Event description:
As reported by the legal department, approximately 5.5 years post op the initial tka, this female patient was revised. The patient developed loosening of the device and pain in her knee. No other patient information/medical history provided. Unable to obtain photos or x-rays. Device was not available for return; the hospital will not allow release. No additional information.